Event description:
It was reported that the right ventricular (rv) lead exhibited loss of bi-ventricular (bi-v) capture and t-wave over-sensing (twos). It was noted that the device was programmed to sub-threshold rv outputs. It was noted that there was double counting due to latency with left ventricular (lv) lead only pacing. The rv lead remains in use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).